Event description:
A talent captivia stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Vessel morphology at the time of implant was not reported. Currently there is disease progression with aorta dilatation. It was reported that a recent CT revealed a distal type I endoleak present. The physician elected to implant two valiant captivia stent graft 46x42x150 and a 44x44x212. The distal type I endoleak was resolved. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4).